Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 due to cardiac arrest. No alarms were reported for this event. It was later reported that the patient expired due to renal failure but also had sepsis from a driveline infection. The device reportedly operated without issues. No autopsy was requested and it was reported that heartmate ii lvas, serial (B)(4) would not be returned. The hmii lvas IFU lists infection, sepsis, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. A full evaluation of the device could not be conducted as the device was not explanted and returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 2 years, 9 months and 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient expired on (B)(6) due to cardiac arrest secondary to renal failure and driveline infection. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturers aware date on previous report was reported to be jun 26, 2018. The correct date was jun 27, 2018.